Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was able to inflate the foley catheter balloon but then unable to deflate it for repositioning.

Event description:
It was reported that the nurse was able to inflate the foley catheter balloon but then unable to deflate it for repositioning.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities. 3cc balloon: use 5ml sterile water. 5cc balloon: use 10ml sterile water. 15cc balloon: use 20ml sterile water. 20cc balloon: use 25ml sterile water. 30cc balloon: use 35ml sterile water. 40cc balloon: use 45ml sterile water. 75cc balloon: use 80ml sterile water. Do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Correction- d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.